Manufacturer narrative:
The faradrive steerable sheath clear was received by boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, functional testing, and microscope inspection. The dilator was returned still inserted in the faradrive sheath and was removed for further analysis. During preparation for leak testing, deionized water was injected into the flush lumen port to purge air out of the shaft and noticed a significant leak from the proximal end of the shaft. Due to the severity of the leakage, leak testing could not be performed. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub, creating a significant leak path. Inspection of the hemostatic valves found the internal valve to be deformed open towards the distal end of the device, due to the prolonged insertion of the dilator, compromising the valve's ability to seal pressure and fluid within the sheath. The internal valve was also found to be torn on the outer face by the opening slit, causing the component's failure to seal as seen during preparation for leak testing. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath leaked blood and saline from the valve. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation and typical atrial flutter a faradrive steerable sheath clear was used. The versacross fixed sheath used to perform the transseptal puncture was swapped for the faradrive sheath. After the sheath was aspirated a backflow of blood and saline leaked from the valve. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the valve leak occurred after the dilator and guidewire had been removed. The quantity of the leak was described as a constant flow/slow drip.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath leaked blood and saline from the valve. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation and typical atrial flutter, a faradrive steerable sheath clear was used. The versacross fixed sheath used to perform the transseptal puncture was swapped for the faradrive sheath. After the sheath was aspirated, a backflow of blood and saline leaked from the valve. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath leaked blood and saline from the valve. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation and typical atrial flutter, a faradrive steerable sheath clear was used. The versacross fixed sheath used to perform the transseptal puncture was swapped for the faradrive sheath. After the sheath was aspirated, a backflow of blood and saline leaked from the valve. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that the valve leak occurred after the dilator and guidewire had been removed. The quantity of the leak was described as a constant flow/slow drip.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis. Additional information was received requiring updates to block b5 describe event or problem.